Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited oversensed noise on the right atrial (ra) lead, right ventricular (rv) lead, and shock channels. The patient's rhythm was visible through the noise, and there was no evidence of pacing inhibition, asystole, or inappropriate therapy. Lead impedance measurements were stable. Technical services (ts) discussed troubleshooting options and possible causes, and the patient denied being near possible sources of electromagnetic interference (emi). This ICD system remains in service. No adverse patient effects were reported.